Manufacturer narrative:
No clinical support or service was requested. Customer reporting incident only.

Event description:
The clinic reported that a pt presented with epithelium ingrowth in the right eye post an enhancement procedure. This was described as a large area of inferior ingrowth (very thick with indented stroma bed). The flap was lifted and cleaned well and looked clean during the case. The area has slight cap haze and an apparent depressed area that should fill with surface epithelium re-thickening. The pt was examined (B)(6) later and the pt's visual acuity si 20/25 in the right eye and is doing well with no visual complaints.